Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that approximately six weeks after a routine device replacement the patient developed a pocket infection. Additional information was received which reported that along with the pocket infection the patient was diagnosed with (B)(6). The implantable pulse generator (ipg) and leads were explanted and a temporary pacing lead was placed until the system was replaced six days later. No further patient complications have been reported as a result of this event.